Event description:
The customer reported to olympus that there was a noisy image issue while using the video system center. The issue occurred during preparation for use, the patient was not under sedation at the time. There was no procedural involvement or patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The printed circuit board failed, which resulted in an abnormal image color. The video connector socket was also worn (faulty) and the video connector could not be connected firmly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the noisy image could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.